Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was missing the battery door. The customer stated problem was not confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be within the manufacturing specifications. Therefore, no fault found with the under delivery issue. Software was reinstalled as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device was under infusing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-00900. The report was submitted in error., corrected data: corrected information provided in h10.